Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the site planned to mount with clamp, but the skin incision was small and a schanz pin was used on the right ilium. A screw was placed on the left of l4, and they moved to the right, but since the trajectory was on the skin, there was a possibility that it would shift due to the muscle. An additional skin incision was requested, but the doctor judged that this was sufficient, and began creating a pilot hole with drill while pulling with a muscle hook. The inner wall was broken and the nerve was stimulated, causing a reflex in the patient, and the system was automatically unmounted due to the strong movement. Since it was necessary to start over from 3d imaging, the remaining three screws were inserted using the c-arm. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
A1 - a4: patient information is unavailable. H3, h6: no parts have been returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the procedure was completed freehand with the c-arm. The amount of inaccuracy was unknown.

Manufacturer narrative:
See b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.